Event description:
On (B)(6) 2023, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving low bg readings which was followed by a high bg reading. The user also stated that the difference between the low and high bg reading was 400 mg/dl, within a span of two minutes.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.